Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached at the needle area and the infusion set did not go into the body. The site location was patient's abdomen and the pump was located at the abdomen as well. Moreover, the infusion set was just inserted halfway. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.